Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string was there during insertion but was not present during removal. She was unable to remove the tampon and had to seek medical assistance. The emergency doctor removed the tampon and she is doing fine.